Manufacturer narrative:
Device has not been received. Investigation is not complete.

Event description:
The customer indicated that a nurse was attempting to plug in the device when there was a small speck of spark on the tip of the prong on the power cord. The customer indicated that there were no exposed wires on the power cord, and the prongs were intact. During the event, the nurse allegedly experienced dizziness and chest pain, and was evaluated in the emergency department. Cardiac enzymes were drawn and an EKG was administered, both of which were within normal limits. The nurse was discharged several hours later with no remaining symptoms, and was able to return to work the next day. The customer reported that while the device was in clinical use, it was unknown if there was other patient involvement, no adverse events, and no delays in critical therapies.

Manufacturer narrative:
Testing and investigation has been completed. The device passed the self-test, electrical safety test, visual inspection, and the 16 hour protocol. Additionally, the inspection of the ac cord and receptacle were within normal limits. The device passed all functional testing within specifications; therefore, no probable cause could not be determined and the complaint could not be duplicated.

Event description:
The customer indicated that a nurse was attempting to plug in the device when there was a small speck of spark on the tip of the prong on the power cord. The customer indicated that there were no exposed wires on the power cord, and the prongs were intact. During the event, the nurse allegedly experienced dizziness and chest pain, and was evaluated in the emergency department. Cardiac enzymes were drawn and an EKG was administered, both of which were within normal limits. The nurse was discharged several hours later with no remaining symptoms, and was able to return to work the next day. The customer reported that while the device was in clinical use, it was unknown if there was other patient involvement, no adverse events, and no delays in critical therapies.